Manufacturer narrative:
Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator pacing impedances measured greater than 2000 ohms on this chronic defibrillation lead. The amplitude and thresholds were fine. The impedances were within normal range on the patient's last device. Connections were verified and the pin was visualized. Technical services discussed troubleshooting. However, post these attempts the impedance was still greater than 2000 ohms. As a result a new non-boston scientific rate/sense lead was implanted and the rate/sense portion of this chronic defibrillation lead was surgically abandoned. No adverse patient effects were reported.